Event description:
It was reported that the stenoscop system does not fluoro after boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the video pcb. The system was tested and found to be working as intended and placed back into service.